Event description:
Third degree burns on abdomen post transform treatment.

Manufacturer narrative:
Patient presented with full thickness burns on the lower abdomen following treatment with transform applicator. Technical inspection of the device did not reveal any technical issues. Investigation concluded that the burns were caused by user errors: the operator started the treatment from the highest recommended temperature instead of starting from the lowest and increasing it gradually per IFU. Only after the patient complained of discomfort, the operator lowered the temperature. Most probably hot spots were formed due to focal lack of coupling gel, leading to the burns. Additionally, the coupling gel was not of a recommended brand. Retraining has been scheduled for the clinic.